Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 41 days. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gastrointestinal bleeding. There was a concern for gastric vascular ectasia and possible intestinal arteriovenous malformations as the culprit. The patient was hospitalized and a colonoscopy was performed as well as a capsule endoscopy. Nothing major was noted. Unspecified changes were made to the patient¿s medication. The patient was transfused 1 unit of packed red blood cells. No additional information was provided.